Event description:
It was reported that a home patient (hp) experienced a connection issue on the homechoice (hc) device during drain four of five. The hp was not connected at the time of the event. During troubleshooting, it was noted that the patient line was no longer connected to the transfer set and was on the floor, but there was nothing unusual noted that could have caused or contributed to the event. The transfer set was changed and the hp was treated with unspecified antibiotic(s) (medication, dosage, route, frequency and duration not reported) as a precautionary measure. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A potential malfunction was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Loose connection is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.